Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 323 mg/dl. The customer also reported nausea. The customer stated that her basal rates were increased while she was in the hospital. Troubleshooting was performed, and the time and date were found to be programmed correctly. The customer was unsure whether or not the basal rates had been programmed correctly. The customer didn't have a tubing clamp for the high pressure test. The customer stated that she would call back later to continue the troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.